Manufacturer narrative:
Sections with additional information as of 07-apr-2026: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-020: user's test strip had poor storage.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. Son is calling on behalf of the customer. The customer is concerned with all 5 meter memory results. The customer's expected blood glucose test result range is 90-110 mg/dl am fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. Per caller, the product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 07/16/2027 and open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 79 mg/dl date: (B)(6) 2026 time: am fasting, result 2: 96 mg/dl date: (B)(6) 2026 time: am fasting, result 3: 83 mg/dl date: (B)(6) 2026 time: am fasting, result 4: 75 mg/dl date: (B)(6) 2026 time: am fasting, result 5: 69 mg/dl date: (B)(6) 2026 time: am fasting.